Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) wasn't working. Patient noted that the device not working was reported to the patient after going to the emergency room and becoming unconscious. Patient stated that they were told that they almost didn't make it. Patient reported having defibrillator failure. The device remains in use. No further patient complications have been reported as a result of this event.